Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed via mammogram. Healthcare professional later confirmed rupture via ultrasound and CT. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture confirmed via mammogram. Healthcare professional later confirmed rupture. This record is for right side. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture confirmed via mammogram. Healthcare professional later confirmed rupture via ultrasound and CT. Device has been explanted.